Event description:
Caller reported that the cartridge leaked insulin on two separate occasions. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller not to overfill cartridges, which the caller acknowledged, and they successfully changed the cartridge and resumed insulin therapy.